Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not working and displayed a message that drawer 3.1 was not detected on the bus. The issue had occurred while removing medications. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) identified that the asset was wrong and confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.